Event description:
The customer reported a failure to power on.

Manufacturer narrative:
The customer reported a failure to power on. When the biomed investigated, he found that the batteries had been disconnected at the back of the device. The involved patient died, but the customer does not allege that the device was a factor in the patient outcome. The customer evaluated the device and noted that the batteries and ac power source were disconnected from the device. Based on the customer's report, we are considering a user error and not a malfunction.